Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was cardiac arrest. The caller stated that the customer had bronchitis and pneumonia that may have led to the customer's passing. The customer was on a ventilator and for months was unable to breath or talk. The customer¿s blood glucose was 498 mg/dl at the time of admission, and 160 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as they were hospitalized. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The reservoir will not be returned for analysis.